Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a download interruption and displayed a critical error in healthsight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device download had stopped and was showing a critical status in health sight viewer. A technical support specialist (tss) confirmed that following a reboot performed by customer on both stations, the units returned online and were functioning properly. The tss stated that customer on-site verification confirmed normal operation and that the download stopped message was no longer present. The tss stated that customer mentioned both stations had previously displayed a black screen and appeared to be powered off, after which they were powered down, left idle for a period, and powered back on, resulting in successful recovery and visibility in remote support service (rss). The customer confirmed that login access was restored and required tasks were successfully completed on both stations. The tss documented that approval was provided to close the case as the issue had been resolved and communicated case ownership and closure, which customer acknowledged. The system functioned as intended after technical support specialist investigated the issue.